Event description:
It was reported that during an unknown procedure, the device could cut the tissue but no staples came out after firing. The surgeon changed to hand sewing to complete the procedure. No patient consequence. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Lot # j4a01m (second lot number provided) the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.